Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. No communication anomaly between the pump to xmtr noted during testing. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 97 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to the primary svn 000318094284 and event date 05-aug-2024. Please see below for the first 10 boluses listed on the event date 05-aug-2024 in the pump history file. (B)(6)024 00:12:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2024 00:17:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6)2024 00:22:43.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 3000 (0.3 u) bolusamountdelivered: 3000 (0.3 u) (B)(6)2024 00:27:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 2500 (0.25 u) bolusamountdelivered: 2500 (0.25 u) (B)(6)2024 00:32:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6)2024 00:37:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2024 00:42:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 00:47:33.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) (B)(6)2024 00:52:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 00:57:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) unable to verify customer's daily total of all insulin delivered surrounding the event date of 05-aug-2024 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend (12) alarm or usersuspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 05-aug-2024 in the pump history file. (B)(6)2024 04:58:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 05:08:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 12:03:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 12:13:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 10:32:31.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6)2024 10:42:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during bolus. (B)(6)2024 11:33:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 18:48:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 04:18:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Lost sensor alert - not confirmed. Nodelivery alarm - not confirmed. Please see below pertaining to svn (B)(4) and event date 04-jul-2024. There was no data available on (B)(6)2024 in the pump history file. The pump history file lists data from (B)(6)2024. Unable to verify bolus delivery, source of boluses delivered, and any alarms/suspends for event date 04-jul-2024 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 04-jul-2024 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged low bgs, high bgs or sg vs bg differences. No com pump to xmtr not confirmed svn (B)(4). No current code/category not confirmed svn (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, sensor glucose versus blood glucose. The customer reported hypoglycemia treated with discontinued use of an insulin delivery system, ems/ambulance/ER visit, and hospitalization: overnight stay. The customer reported that the cause of the event was unknown as nothing was identified in troubleshooting. The event involved product(s) mmt-399a, mmt-1884l, mmt-7040a, and mmt-332a. The customer reported low blood glucose. It was unclear whether the customer had used the insulin pump system within 48 hours, and whether the auto mode feature was active at the time of the event. The customer was reporting a discrepancy between sensor glucose and blood glucose. No further customer complications were reported. No product return is required for mmt-399a. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-332a.